Event description:
A us distributor contacted zoll to report that a patient developed blisters and welts under the electrodes. There was no alleged device malfunction contributing to the irritation. Patient was suggested caladryl lotion by a physician. Follow up indicated that the rash has cleared.